Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by legal initial left total hip arthroplasty on an unknown date. Subsequently, the patient was revised due to pain, synovitis, elevated metal ions, and tendon tear. During the revision, trunnionosis was noted and while performing the eto the osteotomy fragment fractured. All components were exchanged without complications. The fracture was repaired with competitor plate and cerclage wires.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: b5, d1, d2, d4, d6, g3, g4, g6, h2, h4, h6.

Event description:
It was reported by legal initial left total hip arthroplasty. Subsequently, the patient was revised eleven (11) years post implantation due to pain, synovitis, elevated metal ions, and tendon tear. During the revision noted trunnionosis and while performing the eto the osteotomy fragment fractured. All components were exchanged without complications. The fracture was repaired with competitor plate and cerclage wires.

Manufacturer narrative:
H6: component code: mechanical (g04) - head. Visual examination of the provided pictures identified a taper adapter, head and competitor stem. Damage was noted along the distal end of the stem and to the porous coating. Digs, scratches, and dents were noted on the lip of the head and taper adapter. A review of the device history records identified no related deviations or anomalies during manufacturing. The reported products were reviewed for compatibility, and it was determined that the following implants are not compatible: zb cup, head and adapter with the competitor stem. Medical records and radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues. Findings: approximately 10 years post implantation. Cocr test; cobalt 9.9 mcg/l high (0.1-0.4 mcg/l); chromium 8.4 mcg/l high (<or_1.4 mcg/l); MRI report: mild synovitis, small amount of fluid in the pseudocapsule, minimal ho formation, partial thickness abductor tears and atrophy, internal wall thickening and hypointense synovitis; progress note: left thigh soft tissue mass and concern for altr; MRI: mild synovitis, suggestive of altr; cobalt 9.9; chromium 8.4; revision op note: diagnosis: left hip metallosis; bilateral hip pain, elevated metal ions; spinal with sedation; estimated blood loss 300ml; posterior approach with encountering metallosis within the joint; noted severe trunnionosis, extended trochanteric osteotomy performed to excise the stem, osteotomy fragment fractured (non-zimmer biomet component) / acetabulum excised with minimal bone loss; range of motion and leg length good with trial components; femur fractured repaired with plate and 3 cables; permanent components placed without complications. The root cause of the reported event cannot be determined. It is unknown if the off-label use caused or contributed to the reported event. Biomet has evaluated the compatibility of biomet devices with implants and components from zimmer orthopedic companies. Only authorized combinations should be used. The reported event was confirmed via medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.